Event description:
The event is reported as: per med-watch report: doctor was suturing and the tip broke off. No pt injury reported. (B)(4).

Manufacturer narrative:
Unk if sample is available for eval, therefore, investigation is incomplete.